Event description:
Patient's niece contacted depuy to report problems with products used at primary surgery. It is reported that since the patient's original surgery approximately 4 years ago, the patient has experienced aches, pains and clicking. Additionally, it was reported that the patient now has titanium particles in her blood stream. There has not been a revision at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.